Event description:
It was reported that, one day post valve surgery, the right atrial (ra) lead was noted on non-magnet electrogram with occasional undersensing after atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-58 lead, implanted: (B)(6) 2001. (B)(4).